Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus; however did not consume food which decreased blood glucose (bg) to 36 mg/dl. The customer consumed skittles, juice, and a bar to treat the low bg with the assistance of the school nurse. Recommendation was made to consult with healthcare provider regarding diabetes management.